Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had a scratched display window, cracked reservoir tube and cracked case at display window corner.

Event description:
It was reported that the customer's insulin pump drive support cap is protruding and the insulin pump is alarming and squirting the insulin out during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.